Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis in good condition. The customer's reported problem was verified. The pump was inspected and found air bubbles on downstream occlusion. Device failed functional testing and the pst test failed. Therefore, the downstream occlusion sensor seal will be replaced.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump bubbled on the bottom sensor. There were no injuries or adverse events reported.